Event description:
On (B)(6) 2021 (B)(6) with the provider's office called about case (B)(4) and says that the patient was having an allergic reaction to the aligners. The patient did not progress past step 1 aligner when the reaction was noticed. The provider services specialist was informed that the aligners made the patient's hands red, her throat became itchy and irritable, and her lips started swelling. The provider services specialist was informed that the aligner caused the patient to have an asthma attack. (B)(6) with the provider's office stated the patient had to go to the pulmonary doctor regarding the event. The provider services specialist was informed that the patient has many allergies, but (B)(6) with the provider's office was not sure if plastic was one of them. Per (B)(6), the provider and the customer only rinse the aligners with water.

Manufacturer narrative:
Clearcorrect findings: based on the description of the patient's reaction, the customer is stating that the patient has had an allergic reaction but is not sure if the patient has been assessed allergies to plastic. Review of the production process shows no changes that could induce new substances that may contribute to allergic reactions. Customer was informed to have the patient discontinue treatment. The case has been cancelled as on (B)(6) 2021. As of november 24, 2021, no additional information has been provided from the customer. A request to return the product has been sent to the customer. Clinical evaluation: from the information provided, it appears that the patient is hyper-allergenic but does not indicate if the patient has had allergic reactions to plastic in the past. It is also remarkable that the patient's hands, throat and lips were affected. It is unclear whether the symptoms were due to the aligners or other etiology that was coincident with aligner wear. The patient was referred to a physician for evaluation and advised to discontinue aligner wear. As such, there is no further medical risk to the patient.